Event description:
It was reported that the trilock stem inserter broke off in the stem during implantation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H4: manufacture date is an unknown day in april 2008.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that trilock stem inserter broke off in the stem during implantation. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the cor/tri ant stem insert shaft was broken from the tip, the broken fragment was not returned for evaluation. Additionally, the device exhibits an overall appearance of wear consistent with multiple uses. However the foreign body left in patient cannot be confirmed due to no x-rays were provided for evaluation. The observed condition appears to be consistent with the effects of extensive use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cor/tri ant stem insert shaft would contribute to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code pg0408 provided is not a valid finished goods lot number. H11 additional narrative: added: d4 (lot) and h4. Corrected: d4 (UDI) and h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.